Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. No changes or intervention were performed. The patient condition was stable.

Event description:
Additional information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient condition was stable before, during, and after the procedure.